Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited a no sensing measurements. The physician elected to no longer use the lead and implant a single chamber pacemaker.

Manufacturer narrative:
Final analysis found normal lead characteristics.